Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced gastrointestinal (gi) bleeding while hospitalized. The patient received multiple blood products as well as anticoagulant factor reversal. The patient underwent an rbc nuclear scan with no abnormalities. At last report the patient remained in the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately ten weeks after implant this patient was hospitalized with decompensated heart failure secondary to noncompliance. During the admission she developed gastrointestinal (gi) bleeding. Treatment included packed red blood cells, fresh frozen plasma and vitamin k. Bleeding continued (tracheostomy site and melena) and so further blood products were administered as well as warfarin therapy withheld (enoxaparin cover) and aspirin dose decreased. Additional information received indicates she remained hospitalized. Investigation is ongoing.